Event description:
The user reported that the batteries within the battery back-up module of the pump system failed to hold a charge. The batteries had been installed ten months previous to the report. No pt was involved in this event.

Event description:
The user reported that the batteries within the battery back up module of the pump system failed to hold a charge. The batteries had been installed ten months previous to the report. No patient was involved in this event.